Event description:
Customer reported experiencing a past low blood glucose event with a lowest level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets to address the low blood glucose and acknowledged a recommendation from technical support to consult a healthcare professional to discuss potential underlying causes.